Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-linear leads, upn: m365db220345c0, model: db-2203-45c, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patient, enrolled in the a4092 cartesia extend 3d study clinical study, experienced an adverse event of worsening parkinson's disease symptoms, an increase of on and off phases, posture and gait worsening, and postural instability. The patient was admitted to the hospital and the device was reprogrammed. The patient was discharged from the hospital seven days later, and the event resolved. The relation to the procedure was determined to not be related, and possibly related to the stimulation.

Event description:
It was reported that the patient, enrolled in the a4092 cartesia extend 3d study clinical study, experienced an adverse event of worsening parkinson's disease symptoms, an increase of on and off phases, posture and gait worsening, and postural instability. The patient was admitted to the hospital and the device was reprogrammed. The patient was discharged from the hospital seven days later, and the event resolved. The relation to the procedure was determined to not be related, and possibly related to the stimulation. Additional information was received that the event is currently ongoing.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-linear leads. Upn: m365db220345c0. Model: db-2203-45c. Serial: (B)(6). Batch: 5000593.